Manufacturer narrative:
No product was returned to assist in this investigation. Per specification this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Possible causes for wire separation can include damage to the wire guide associated with withdrawal through the needle (warning label indicates "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.") Or other instrument. Pt anatomy may be a contributing factor. In this complaint with the wire was trapped beneath the deployed stent then removal of the wire could very likely cause it to separate if the force required to remove the wire exceeded the design specification. This complaint appears to be the result of user technique. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
While viewing the images the morning after a stent was deployed in the right iliac, it appeared that a wire tip of the mpis had fractured or sheared off and was trapped beneath the deployed stent. The condition of the pt or any interactions are unknown at this time.